Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented during a remote transmission their device was found to be in backup vvi mode. The patient was referred to the clinic. Further information was requested but not received.